Manufacturer narrative:
Updated software from spo3 to spo4 to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, unit alarmed ¿internal failure. System may shut down¿. There was no reported patient involvement,

Manufacturer narrative:
After further internal review, it was noted that the purpose of the alarm message is to inform the user that there is a possibility for the system to shut down and the user should be ready to take action should shut down occur. The alarm condition is to alert the user about a potentially missing back-up function. The reported event is not hazardous and was not a reportable event.